Manufacturer narrative:
Bed exit module.

Event description:
It was reported by service report that the bed exit was not working. It is unk if there was pt involvement or if there are adverse consequences to report.